Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The patient experienced significant blood loss from multiple sites. Packed red blood cells were administered due to low hemoglobin levels. Bleeding was observed at the impella pocket, and a hematoma was noted at the insertion site. Vascular surgery was consulted, and the site was closed with a femstop applied to manage the complication. The patient was also septic and febrile. Additional information noted the patient expired while still on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.